Event description:
Infusion pump with a failure code 810:04 had occurred during patient use. The facility representative had stated that no incidents have been reported since the last baxter service event. Information was requested by baxter regarding the date this report occurred, the medication involved, pump programming and set-up information, specific patient information, tubing product code and lot number in use, medical intervention and patient injury, but no additional information was availble. Additional contact information was requested but no additional contact was identified.